Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient reporting that their adaptive stimulation was not reprogrammed in (B)(6) prior to the start of their overstimulation. They stated that they had not been reprogrammed in the last two years. They stated that the overstimulation started while walking. It was reported that the patient had contacted the manufacturer and they instructed them on how to turn of the ¿assis¿ mode and they stated that stopped the overstimulation, but now they stated it was not as effective. They stated that they had an appointment with a manufacturer representative (rep) for (B)(6)2018. The patient reported that they weighed (B)(6) pounds at the time of the event. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient reporting that the circumstances that led to the therapy not being effective was the device was not working properly as there was a change to the device programming. It was reported that steps taken to resolve the therapy not being as effective was that a manufacturer representative (rep) reprogrammed their device and fixed the problem. They stated now it worked fine. The issue of the therapy not being effective had been resolved. No further complications were reported/anticipated.

Manufacturer narrative:
The initial report was from a family member of the consumer. If information is provided in the future, a supplemental report will be issued.

Event description:
On (B)(6) 2018, crts (B)(4) (con): information was received from a family member/friend and consumer regarding a patient who was implanted with a neurostimulator for non-malignant pain and other non-malignant pain. It was reported that in the last couple of days the patient had been overstimulated. Per the consumer, they ad not messed with the patient programmer. The patient had the issue where the numbers on their 3 programs would increase when they were in the upright position without the patient increasing the numbers manually. Per the caller, the patient's numbers were a lot higher than they initially set them when the patient was walking around. The patient programmer showed that stimulation was on during the call. The patient had adaptive stimulation and was on group a. The middle row showed a "assis." It was reviewed during the call that the middle row for adaptive stimulation typically showed the body position that the patient was in. During the call the patient was sitting up in a chair so the position should have been upright. The consumer was assisted during the call on how to turn off adaptive stimulation until the patient could meet with their health care provider (hcp). It was confirmed that the issue had occurred a "couple of days ago" in april 2018. No further complications were reported.